Event description:
It was reported that, "during the surgery, the surgeon was inserting the insert trial on the baseplate by using tibial impactor (B)(4), the insert trial was broken. The pt had no health damage in this event."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.